Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported difficultly lifting the flap between 1 and 3 o'clock hours on both eyes of a patient during a lasik procedure. The flap edge was noted as being unevenly detached. Upon follow up, the procedure was completed. The patient's degree of suffering is difficult for the doctor to appreciate. The doctor complained that the flap was made and the edges were not regular. There are two related reports for this patient. This report addresses the patient's left eye and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
Based on assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. (B)(4).